Manufacturer narrative:
(B)(4) date sent: 6/1/2021 facility medwatch report #: # 5100873 see attached facility medwatch additional information was requested and the following was obtained: ¿ is there any additional information on the specific procedure performed? O none ¿ what is the current status of the patient? O recovered fully. No known complications from potentially retained object ¿ what anatomical region/tissue type was the device being used on when the issue occurred? O abdomen ¿ how long has the surgeon used the hd1000i shears? O surgeon has used this model of shears many times. This specific device was only in use for minutes ¿ was the active blade used in the same area as the other instruments and/or hard objects? O no ¿ was the reason to open this patient solely for the adhesion repair or was it to attempt to find the broken, missing piece? O the patient was opened specifically to allow better removal of adhesions. While in the abdomen, physician searched for missing piece but was unable to locate. F1, g2, h1

Manufacturer narrative:
(B)(4). Batch #: u9528u. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what efforts were made to locate the pieces of the titanium tip during the procedure? Was the procedure converted to open? If so, why was it converted to open? Are there any plans to locate the pieces? Was there any change in the patient care as a result of this event? What is the current patient status? Is there any additional information on the specific procedure performed? What anatomical region/tissue type was the device being used on when the issue occurred? How long has the surgeon used the hd1000i shears? Was the active blade used in the same area as the other instruments and/or hard objects? Was the reason to open this patient solely for the adhesion repair or was it to attempt to find the broken, missing piece? Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen11, an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during an unknown surgical procedure the ethicon harmonic hd 1000 shears was used for laparoscopic adhesion repair. During the procedure the alarm 'malfunction clean instrument tip' was received. When the device was removed from the patient, it was found that a small portion of the black tip was missing. The patient was opened for additional adhesion repair and cavity searched. They were unable to find the tip.